Event description:
It was reported that "the user attempted to insert the catheter over the swg after dilation, but it could not be advanced during use. Therefore, the catheter and the swg were replaced with a new kit, by which the catheter advanced without problem. No injury to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire advanced within the tubing assembly and one stylet for evaluation. Signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed one kink towards the distal end of the guidewire. Microscopic examination confirmed the kink in the guidewire body. Both welds were present and were observed to be full and spherical. The kink in the guidewire was located 593mm from one end. The overall length of the guidewire measured 600 mm which is within the specification of 594-612.5 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.44 mm which is within the specification of 0.44-0.47 mm per guidewire product drawing. The guidewire was advanced through the returned stylet to functionally test the guidewire. The guidewire passed through with minimal resistance. Major resistance was observed at the location of kinking and excess biomaterial on the guidewire. The undamaged portion of the guidewire passed as expected. Performed per IFU statement, "thread tip of stylet over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Use guidewire introducer similar as described for dilator on figure 5." Functional analysis could not be performed on the catheter as it was not returned for analysis. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review performed based on a potential lot# did not identify any manufacturing related issues. The catheter was not returned with the sample and therefore could not be evaluated. Based on these circumstances , it was determined that unintentional use error likely contributed to the kinking; however, the probable cause of guidewire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.